Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant: a2dr01 ipg 2014-09-17. (B)(4)

Event description:
It was reported that approximately one month after implant the patient developed an infection. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.